Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient was feeling tired. The patient appeared in clinic where it was determined that the patient¿s left ventricular lead was not capturing. Fluoroscopy confirmed that the left ventricular lead was dislodged. The left ventricular lead was explanted but, after trying several different leads and several different positions, the physician was unable to implant a replacement. The patient tolerated the procedure well but was reported to be feeling tired after the procedure. No further information is available.